Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a low glucose reading issue was reported with the use of the adc device. The customer received unspecified low readings on the adc device that was "18+ points lower" compared to unspecified readings obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully, and there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.